Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with missing retainer ring and missing battery cap contact. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: corroded battery tube, reservoir tube cracked, scratched case, missing o-ring (reservoir tube), stained keypad overlay, detached retainer, cracked case (battery tube), broken belt clip rails, cracked case-corner of belt clip rails and pillowing keypad overlay. Cosmetic damage was confirmed at the back of pump. Missing retainer ring confirmed. Reservoir unable to lock into place was confirmed due to missing battery cap contact. Missing battery cap contact was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), no com pump to meter. The customer reported no adverse event. The event involved product(s) mmt-1715kr. Customer reported bg from meter not received on the pump. Connecting meter and pump resolved the issue. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Mmt-1715kr was requested and the device was returned for analysis.